Event description:
The following event was reported to nmt neurosciences as part of the data collection on a marketing study conducted as different european centers: ventricular catheter was occluded.